Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 407 mg/dl, 403 mg/dl and over 300 mg/dl. Customer¿s blood glucose level at the time of incident was 356 mg/dl and 386 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer was using insulin pump within 48 hours of high blood glucose event. Customer stated that the insulin pump was not alleging under delivery. Customer also stated that the auto mode feature was actively on at the time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital nor was emergency medical service dispatched as a result of high blood glucose event. Customer stated that the insulin pump passed the high displacement test. The insulin pump will not be returned for analysis.